Event description:
It was reported that during an unknown procedure the device had the medline traditional notch marking, but no other markings/labelling. They had been sending a picture and trying to get hold of the packaging. There was no patient consequence was reported.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. B3: unknown; captured as alert date. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Four images were provided by the customer, three of them are from a harh device one is form a har700. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.